Event description:
The consumer was getting out of bed when both legs of the walker allegedly gave out, causing her to fall. No serious injury is alleged.

Manufacturer narrative:
Manufacturer received information from a user that while getting out of bed the walker legs gave out, she fell, and both wheels are now bent. Past history with similar products indicates that the user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction has not been established. Invacare walkers are designed to provided support, increased stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Current user guides cover this stability issue. MDR filed based on alleged medical intervention. Manufacturer is attempting to obtain product for inspection.